Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion. The device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed, and boston scientific technical services recommended device replacement to this anomaly. There were no adverse patient effects reported. The device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion. The device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed, and boston scientific technical services recommended device replacement to this anomaly. Subsequently, this device was explanted and replaced. There were no additional adverse patient effects reported. The device is expected to return for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion. The device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed, and boston scientific technical services recommended device replacement to this anomaly. There were no adverse patient effects reported. The device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of exhibiting premature battery depletion. The device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was performed, and boston scientific technical services recommended device replacement to this anomaly. Subsequently, this device was explanted and replaced. There were no additional adverse patient effects reported. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.